Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline tip broke off and remains in the patient. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the basilar artery with a max diameter of 12 mm and a 9 mm neck diameter. The landing zone was 4.1 mm distally and 3.9 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed vascular patency. It was reported that the pipeline stent tip was broken in the distal blood vessel, which could easily cause ischemic event. The stent was deployed normally. When pushing out the stent, the pushing rod tip moved forward along the left posterior cerebral artery. Since the blood vessel was relatively straight, there was little system tension during the deployment process. After the stent was deployed, when the push rod was retracted, it was found that the developed tip at the tip end did not move with the withdrawal of the push rod. The push rod was completely withdrawn, and the tip remained in the posterior cerebral artery and the tip was broken. Since the tip was completely suspended in the blood vessel, which could cause ischemic event, a common leo stent was used to compress the tip. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient currently has a pulmonary infection. Since the incident prolonged the operation time, it is not yet clear whether the pulmonary infection is related to the prolonged anesthesia time. There are no other interventions planned. An ischemic event did not occur. The push rod could only be returned. The tip guide wire was broken in the blood vessel and could not be removed. The stent had been implanted and could not be removed.

Manufacturer narrative:
Product analysis #706016202: as found condition: the pipeline flex pushwire was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex braid was not returned for analysis. Damage location details: no bent or kink was found with pushwire. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and remains in the patient. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No damages were found with re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: the broken end was cut and sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have separation as the pushwire was found to be separated/broken proximal to the dps sleeves. Per the sem result features observed indicate the broken end failed via corrosion attack. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.